Event description:
It was reported to covidien in 2008 that a customer had an issue with an insulin syringe. Customer reports the cannula fell completely out of the barrel when she removed the cap.

Manufacturer narrative:
Submit date: 02/24/2009. An investigation is currently underway. Upon completion, the results will be forwarded.